Manufacturer narrative:
The type of reportable event was corrected to serious injury from death. The demise outcome is reported under the impella pump (refer to h10 for the related report number). As a result, sections b1 (adverse event/product problem), b2 (outcomes attributed), and h1 (type of reportable event) were updated. Note: h6 adverse event coding and investigation results previously reported remain unchanged.

Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 72-year-old male with an impella cp placed on (B)(6) 2026 at 21:27 for acute myocardial infarction and cardiogenic shock, with a pre support clinical state consistent with scai stage b, experienced a moderate hematoma at the right femoral arterial access site while the introducer was still in place. The hematoma developed in the setting of patient movement. Hemostasis was achieved with manual pressure and tightening of the perclose device. Blood products were administered; five units were infused due to another unrelated bleed. The estimated amount of blood loss at the impella access site was unable to be assessed. The patient was receiving act guided anticoagulation and was on both anticoagulant and antiplatelet therapy (heparin pushes and a cangrelor drip). The event appears consistent with an access site hematoma in an anticoagulated patient with contributing factors including patient movement. Hemostasis was achieved without the need for device removal. On day 3 of support, the patient had a suction event on the impella and went into ventricular tachycardia, which required cardioversion to resolve the arrhythmia. The device position was checked with echocardiogram and repositioned/pulled back. Additionally, the patient experienced bloody drainage from the og tube and a drop in hemoglobin, and was diagnosed with a gi bleed. 2 units of blood products were infused. The patient was not currently on systemic anticoagulation. On day 8 of support, care was withdrawn and the patient expired. The reported tachycardia is consistent with the severity of the underlying acute myocardial infarction and cardiogenic shock and reflects the patient¿s critical clinical condition. The reported bleed is more plausibly attributed to the patient¿s underlying critical condition, including advanced cardiogenic shock and comorbid illness. The device is unlikely to have contributed to the patient¿s death, which was most likely related to the patient¿s underlying critical clinical condition as they presented with scai shock stage b.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed this introducer batch passed all incoming inspection checks. The cause(s) of the reported bleeding (access site bleeding) could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Related report number. This one of two device reports related to the event. Refer to h10 for the related report number(s).